Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "phs study subject:(B)(6). Complication description: broken cerclage and hardware removal . Ae description (including test, results): patient x-rays on (B)(6) 2024 showed intact hardware and osteotomy with broken cerclage wire. Patient underwent sx (B)(6) 2024 to remove painful hardware.".